Event description:
Subsequent to the initial MDR, additional information was received on 04/10/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient's daughter sent the patient to the hospital by unspecified transportation due to diabetic ketoacidosis. There was no mention of symptoms leading up to the event. Of note, the cgm and bg readings were reportedly 100 points off. While in the hospital, the patient was treated with unspecified long-acting insulin and recovered after treatment. The patient was in the emergency department for 6 hours. At the time of the report, the patient's condition was controlled. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B6: relevant tests/laboratory data,inclu/ remove (B)(6) 2023: bg meter: 350 mgdl ; cgm: 250. Mgdl - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: health effect - impact code/ remove minor injury/ illness / impairment FDA code : 4613 - correction. H6 codes: health effect - clinical code/ remove hyperglycemia FDA code :1905 - correction. H6 codes: type of investigation - correction. H10: corrected data.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient's daughter sent the patient to the hospital by unspecified transportation due to diabetic ketoacidosis. There was no mention of symptoms leading up to the event. Of note, the cgm and bg readings were reportedly 100 points off. While in the hospital, the patient was treated with unspecified long-acting insulin and recovered after treatment. The patient was in the emergency department for 6 hours. At an unspecified time of the event, the cgm reading was 250 mg/dl and the bg reading was 350 mg/dl. At the time of the report, the patient's condition was controlled. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 points. The reported glucose values fall within the b zone of the parkes error grid. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.